Manufacturer narrative:
A field service engineer (fse) visited the customer site on 23 sep 2017 and found that the rbc diluent pump was broken. The fse replaced the rbc diluent pump and the high plt issue was resolved. The fse verified the repairs. Section a - patient information not provided by the customer. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. (B)(4).

Event description:
The customer reported intermittent high red blood cells (rbc) and platelet (plt) results from a coulter lh 780 hematology analyzer. The customer stated the repeat runs did not correlate. The customer did not report patient results outside the laboratory. There was no report of change or effect to patient treatment in connection with the reported event.